Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the cassette alarm issue was able to be duplicated. The pump failed a downstream test because of an unresponsive dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information: no patient present at the time of the event.

Event description:
Information was received that during testing, device alarmed wrong cassette. No patient involvement.